Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. The manufacturer's field service engineer (fse) could not duplicate complaint. The fse¿s test circuit was used and the unit passed initial extended self test successfully. The manufacturer's field service engineer (fse) did not replace any parts. The unit passed the pressure accuracy test of the performance verification test successfully. The customer provided a new disposable patient circuit and bacteria filter. The fse installed circuit and filter and perform est. The unit passed successfully.

Event description:
The customer reported that the unit failed the extended self-test, pressure relief valve test. There was no patient involvement.